Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/08/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received spaceoar, and 3 weeks later, during a follow-up scan, it was observed that the hydrogel infiltrated the rectal wall and appeared to be gas in the prostate. The patient was reported asymptomatic; however, he experienced mucus in his stool, and his radiation treatment was put on hold.

Event description:
It was reported that a patient received spaceoar, and 3 weeks later, during a follow-up scan, it was observed that the hydrogel infiltrated the rectal wall and appeared to be gas in the prostate. The patient was reported asymptomatic; however, he experienced mucus in his stool, and his radiation treatment was put on hold. Additional information: the computed tomography (CT) showed the hydrogel entirely under the rectal wall. There was air between the prostate and the rectum. There is a lot of material in the rectal wall. The patient is having a viscous discharge, has difficulty moving bowels. It was suspected that there was a full-thickness ulceration of the rectal wall, leading to gas from the rectum to move between the prostate and the rectum. The radiation treatment was put on hold.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/08/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The following blocks were updated based on additional information. Block b5, b6 (patient and impact codes).